Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator device's sound abatement foam. The patient alleged asthma. In addition, the patient reported respiratory tract irritation, dizziness, headache and inflammatory response. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported, was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma, respiratory tract irritation, dizziness, headache and inflammatory response. Medical intervention was not specified by the patient. The ventilator was evaluated by the manufacturer's product investigation laboratory (pil) and the customer¿s complaint was not confirmed. Pil received a trilogy 100 ventilator with the presence of foreign material indicative of contamination from external sources. Tech proceeded to run the unit with its original settings as it was received at pil, and the suspect unit operated without issue or alarms. Tech proceeded with the disassembly of the unit and confirmed the presence of foreign material indicative of contamination from external sources including such material indicative of insect infestation. Pil tech could not confirm black foam particulates or foam degradation inside the suspect unit after disassembly.